Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced system error 322 alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarm was confirmed and reproduced during evaluation. The specific cause was undetermined. The upper and lower auxiliary assemblies are known contributors to this alarm and have been replaced.